Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had a new inflatable penile prosthesis reservoir implanted due to a hole in the reservoir. No patient complications were reported.